Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G1: updated physical manufacturer contact address. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1: corrected manufacturer contact details.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h4, h6: part # thi00928. Lot # e20la2293. Supplier: eit. Batch1: lot units were released on 04 mar 2021 with no discrepancies. No non conformance reports were generated during production. An analysis of the product could not be performed since a physical sample was not received for evaluation. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: event occurred on an unknown date in (B)(6) 2023. D6: device implantation occurred on an unknown date in (B)(6) 2023. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10: date of concomitant therapy is an unknown date in (B)(6) 2023. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from spain reports an event as follows: it was reported that on an unknown date in (B)(6) 2023, the patient underwent an operation with the products in question. The patient¿s radicular pain improved after the surgery, but they have since had disabling lumbar pain. Tests performed with x-ray and CT scan were normal. The patient suspects they have an allergy to titanium. No further information is available. This report is for a tlif-c hi 9mm 0deg 28/10. This is report 4 of 8 for (B)(4).